Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2019-oct-15. It was reported that a catheter access port (cap) contrast study was performed on (B)(6) 2019 and the results were normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 824.69799 mcg/day and bupivacaine 11.4 mg for a total dose of 4.70078 mg/day via an implantable pump for complex regional pain syndrome type 1 and non-malignant pain. It was reported on (B)(6)2019 they had difficulty filling the pump. Examination revealed the pump was flipped. The pump was repositioned and flipped back to proper position on (B)(6) 2019 and filled with no complications. It was noted that they would observe to see if it happens again. The outcome was noted as ongoing. The device diagnosis was pump inversion. The patient's baseline weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2019. On (B)(6) 2019 re-implant of same pump with suturing on loops to the fascia was performed. The pump was re-implanted in the revised left upper buttock pocket site on (B)(6) 2019. No further complications were reported/anticipated.